Event description:
It was reported that a malfunction alarm occurred. There was no pt involvement, as the pump was not being used on a customer at the time of the reported event.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.